Event description:
Mps says that the application was prompting a warning that says "arm not aligning bring elbow lower" while trying to get power in the posterior femoral cut. She said the robot is parked properly, she swapped mics, registered and passed her checkpoints, they bailed to go manual before she called for clinical support.

Manufacturer narrative:
Reported event: an event regarding registration fails involving a mako robotic arm was reported. The event was not confirmed. Method & results -product evaluation and results: the field service engineer reported: problem reproduced? No. Trouble shooting notes: unable to duplicate reported error. Work performed: performed pre-surgery tests. All tests passed. Removed cosmetic-covers and inspected arm. Found remains of surgical-drape wrapped around j2-motor pinion. Removed all drape parts from motor and transmission cables. Performed auto-accuracy tests on left and right sides. Auto-arm accuracy was out-of-tolerance on both sides. Performed left/right side kin-calibration and verified. No other issues found. System passed all required tests and is ready for service. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected and the quality inspection procedures were completed with no reported discrepancies - complaint history review: a review of complaints in trackwise related to p/n 219999 shows other complaints related to the failure in this investigation. Conclusions: the alleged failure mode was not confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product nonconformity or unanticipated hazard.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not available.

Event description:
Mps says that the application was prompting a warning that says "arm not aligning bring elbow lower" while trying to get power in the posterior femoral cut. She said the robot is parked properly, she swapped mics, registered and passed her checkpoints, they bailed to go manual before she called for clinical support.